Event description:
It was reported that a damaged blade broke during surgery while being used to remove tissue, affecting the procedure. Fragments detached from the broken blade, but none fell into the patient. The issue was resolved by replacing it with a new blade. There was no patient injury.

Manufacturer narrative:
H3: product analysis found that upon return, it was observed that the proximal end of the inner assembly was broken off/detached from the outer assembly. The inner shaft was broken 0.59 inches from the distal end of the inner hub to the broken point. The distal end of the inner shaft remained inside the outer tube. There were traces of contamination observed on the outer tube and the proximal end of the inner shaft/seal. The functional testing could not be performed due to the damaged condition of the device upon return. H6: previously applied fdm b17, fdr c20, and img g04041 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a damaged blade broke during surgery while being used to remove tissue, affecting the procedure. Fragments detached from the broken blade, but none fell into the patient. The issue was resolved by replacing it with a new blade. There was no patient injury.